Event description:
Event description cpi received information that a bipolar lead and endotak transvenous defibrillation lead were explanted. The patient with an implantable cardioverter defibrillator (ICD) was experiencing inappropriate therapy. An invasive procedure was performed to remove the bipolar lead, nothing abnormal was noted on this lead, but the endotak lead had an insulation fracture. Both leads were replaced with a new endotak lead and the ICD was also replaced at this time. In addition, the form also mentioned the rate sensing portion of the endotak lead was capped back in 1994 when the bipolar lead was implanted, the reason for removal was double counting.